Event description:
It was reported that, decreased sensing resulting in under-sensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of under sensing was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found clavicle crush fracturing all filars of the outer coil and damaging the inner insulation distal to the suture sleeve tie impression. The cause of the reported event was isolated to clavicle crush fracturing all the outer coil filars and damaging the inner insulation.